Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes were observed due to loss of capture. The patient was asymptomatic. Programming changes were made and the patient will continue to be monitored.